Event description:
Per provider when no one is in the chair the front right caster is off of the ground but when the consumer is sitting in the chair all four wheels are touching the floor and it works fine.